Event description:
For approximately two weeks the patient heard an alarm, finally realized it was him, went to his physician who interrogated his ICD. A lead fracture was found on the sprint fidelis lead. Due to the fracture, the ICD was turned off. The patient received no shocks. The patient was admitted to the hospital for a laser lead extraction of the ICD lead with placement of a new lead. The ICD generator was changed out. The patient had a good outcome. ====================== manufacturer response for aicd, medtronic======================manufacturer was made aware, picked up the device and have not heard from the manufacturer.